Manufacturer narrative:
This lead was mistakenly marked as capped. This lead is actively implanted and there is no known complaint. Closing report. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead capped due to what was likely subclavian crush. Threshold kept increasing. Should additional information become available, it will be added to this file.